Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling/defective stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the stopper being incorrectly cut was determined to be that the pad was pulled up and caused the stoppers on the next punch to be chopped.

Event description:
It was reported that after blood collection, blood remained in the hollow of the cap of the bd vacutainer® k2edta tube. No serious injury or medical intervention reported.